Event description:
It was reported that this pacemaker's right atrial automatic threshold (raat) test was suspended due to low amplitudes. It was noted that there were noisy signals on the atrial channel. The device remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) reviewed the reports and noted that raat detected loss of capture (loc). Ts suggested in-clinic testing to confirm capture. The device remains in use. No adverse patient effects were reported.